Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient feels pain over her ipg pocket site after stimulation is on awhile. The patient stated the pain diminishes after about an hour after she turns off stimulation. Diagnostic testing showed both low and normal impedance readings. It was reported x-rays were taken but the results are currently unknown. No further information is available at this time.